Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress urinary incontinence. It was reported that after implant, the patient experienced erosion. Treatment includes revision with removal of suburethral sling, cystoscopy. Revision surgery found sling detached from adjacent tissue. Both ends of sling had frayed and the mesh was folded. Granulation tissue on both sides suggesting chronic erosion.